Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer received lost sensor on alarm. The customer's blood glucose level was reported to be 187.2mg/dl. Troubleshoot was reported to be conducted. It was reported that the issue may be caused by radio frequency interference. It was reported that the customer was advised not use the pump. It was reported that the customer had already confirmed replacement.